Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted, during this investigation. The review of the DHR did not find any abnormalities or anomalies identified, during production. The device met all specifications upon release. Based on the condition of the subject device, as well as the results of the investigation, it is believed, that undue stress and excessive force caused the reported ¿cracked lens¿ failure mode. However, a definitive root cause for the ¿foggy image¿ failure could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, that the laparoscope had cracks in the eyepiece. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned and the evaluation found that there was a crack on the eyepiece and a foggy lens. Should additional relevant information become available, a supplemental report will be submitted.